Event description:
It was reported that the catheter was fractured and required surgical revision. Both the pump and catheter were replaced on the day of this report. The pump was replaced per the request of the patient because, the patient did not want to ¿go back into surgery next year.¿ it was said, the patient made a motion and ¿felt a pop.¿ the patient then lost efficacy and had a lack of therapy. Reportedly, the patient was ¿fine.¿ there were no known causes for the fracture. A new catheter was placed ¿to t-10.¿ it was reported on (B)(6) 2013, that the patient was receiving effective therapy and doing ¿fine.¿ the pump was used to deliver fentanyl and ziconotide.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID 8709sc lot#, implanted: 2013 (B)(6), product type catheter product ID 8835 lot# serial# (B)(4), implanted: 2010 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: corrected information: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).